Event description:
The customer reported when the ventilator was disconnected from ac power, it did not switch over to the backup battery to continue operation. The customer reported the unit did alarm, and was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the customer reported problem. The service technician reported his testing found the charging voltage at the dc outlet to be below specifications. The service technician replaced the power supply to correct the reported problem. Extended self testing (est) and applicable final testing was performed and all testing passed per operating specifications.

Event description:
Supplemental report.